Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The summary investigation was inadvertently left out of the initial submission: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant could not be placed due to lack of primary stability. It was also reported that the implant was fractured.